Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the devices revealed that the devices failed to meet specifications; the devices failed visual examination due to a damaged cord sheath. The most likely root cause of the reported event can be attributed to accidental damage to the cord during use, as described in the event. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported from the site that the patient presented to the clinic and stated that he was doing some hedge trimming and "had an accident" with the hedge trimmer damaging a battery cord. On physical assessment in clinic the battery showed fraying in one spot and was torn in another exposing the internal wiring. The battery was removed from service and replaced. It was further stated that there were no effect on patient. No additional information available.